Manufacturer narrative:
The device was returned and evaluated. Evaluation of the returned icp cable found that the device was functioning as intended. The evaluation was not able to confirm the issue reported by the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10359 for information regarding the second device involved in this event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2016, the clinician was about to insert a micro sensor basic kit and before insertion the sensor needs to be zeroed. Whilst doing this the item would not do so due to the grey cable (capital item) being faulty and not the product which is at question. I have informed the hospital of the faulty grey cable and they are in the process of purchasing another. However the hospital does not want to charge the patient for two sensors as another machine and micro sensor was opened. The requested that we credit first one used. On 4/26/16 per rep: "the product code of the device (or devices) involved in the reported incident. Catalog #826631 and faulty unit was hospital owned 826636. Did the reported event cause any delays in the surgery or procedure over 30 minutes? The case was delayed more than 30 minutes and new machine was used that was present in theatre. Were there any adverse consequences to the patient? None. What actions were taken as a result of this incident? New 826631 was opened and an alternate unit of icp and grey cable was used (826636). Is the device (or devices) being returned for evaluation? Yes. Are there a serial or lot numbers you can provide? Yes."